Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient contacted that rep on the phone and they stated that their batter site had a "burning sensation." The factors leading to the burning were unknown. The patient was meeting with the rep on (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the burning sensation was undetermined. The patient stated that they never turned the device off and had it running strong 24/7. The patient also described more of an intense paresthesia near the ins as opposed to burning. The actions taken to resolve the burning was an impedance check and were okay. During programming the device went off while they were adjusting the sensation, and the feeling near their ins began to fade away. Since they never turn their device off, they never felt that before. The burning sensation seemed to be resolved, as the rep reprogrammed the coverage so that the paresthesia was more focused lower in the buttock and leg further away from the height of the ins. The patient left happy and improved. No further complications were reported or anticipated.